Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/11/2023, it was reported by a sales representative that an ar-1915ft corkscrew ft u-shape prongs broke during insertion of the anchor. The prongs were stuck in the anchor; the anchor was fully seated. It took about 20 minutes to remove the prongs, which ended up cutting the sutures, making the anchor unusable. The case was completed using an ar-1928sf-45 corkscrew ft. Additional anesthesia was administered to make up for the twenty-minute delay. The patient suffered no negative effects on or after the procedure. This was discovered during a brostrom repair procedure on (B)(6) 2023.

Manufacturer narrative:
The complaint allegation was not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure is user error for applying excessive force during use.